Event description:
It was reported that when performing macrostimulation with the lead, the clinical results were not the same as when microstimulation was done in the same point. The lead was checked and it was found that the tip was bent, as was the stylet. The surgeon decided to use another lead to avoid deviation of the position of the tip. There was no patient injury.

Manufacturer narrative:
Analysis of the lead found the distal end was stretched and bent. Continuity was acceptable. Foreign material in the distal end and body of the lead possibly indicated the lead was used. Analysis of the quad lead handle straight tip stylet found bends in the stylet at various areas along the length of the stylet.